Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. Device evaluated by MFR: the complaint device was received for product analysis. It was observed that the main coil was bent and stretched at the coil arm and primary coil section. Also, the arm coil was detached. The functional inspection could not be performed due to only the main coil was returned. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14mar2024. It was reported that the coil could not be advanced in the catheter and was stretched after withdrawal. The patient underwent embolization of abdominal aortic aneurysm. An 8mm x 40cm interlock-35 coil was selected for use. During the procedure, when the coil was advanced, great resistance was encountered due to insufficient lesion space. After it was delivered halfway, it could no longer be advanced as expected, and failed after despite multiple attempts. The coil was withdrawn in vitro with the catheter, and it was found the coil was stretched. The procedure was completed using an 8mm*20mm coil. No complications were reported and the patient was stable post-procedure. However, device analysis revealed a detached arm coil.